Event description:
It was reported that, "patient complained of pain so they were revised to ts."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.